Event description:
Patient reported experiencing leakages at the infusion set self-adhesive and cannula housing for 2 weeks now. Patient stated he also noticed leakage 5 mm further on the infusion set tubing. Patient reported his blood glucose levels were okay. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.